Event description:
Pacing impedance >3000 seen on polarity lv4-can. Previous impedance reported around 300ohms. Previous alert on hmsc in (B)(6) 2024 also showed >3000 alert on vector lv1-lv2. Noise also seen on most recent lv impedance recording on hmsc. Recommended evaluating lead in person. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Additional report of fracture received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedance >3000 seen on polarity lv4-can. Previous impedance reported around 300ohms. Previous alert on hmsc in oct 2024 also showed >3000 alert on vector lv1-lv2. Noise also seen on most recent lv impedance recording on hmsc. Recommended evaluating lead in person. Device remains implanted.